Event description:
It has been reported to philips that during a catheterization procedure, the allura system shut down. There was no report of harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, the system was in clinical use for planned treatment/non-emergency treatment. The procedure got delayed and the procedure was completed after restarting the system. The philips remote service engineer (rse) inspected the system remotely and confirmed the reported issue. The review of system log files shows image detector, miscio and x-ray generator errors. Upon remote analysis it was found that the wall connection power box had a defective circuit breaker. The customer replaced the defective circuit breaker. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.